Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had an alarm led error. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Date received by manufacturer: 28aug2019. Date of report: 12sep2019. There was no patient involvement. The customer reported the unit had an alarm light emitting diode (led) error. After failure investigation, the customer reported additional failures in referencing the 35 (v) volt supply, 15 v failure, blower malfunction, battery not charging, and power malfunction. The manufacturer¿s field service engineer (fse) confirmed the reported 35 (v) volt supply, 15 v failure, blower malfunction, and power malfunction. The fse replaced the blower, power management board, blower, and the battery because it did not charge. The unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd from MFR: 12oct2019. The blower assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event